Manufacturer narrative:
Occupation is patient/consumer (patient's wife). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation that questionable inr results from coaguchek xs meter serial number (B)(4) along with "inconsistent and hard to follow dosage changes" from his cardiologist caused the patient to have a "mini stroke" on (B)(6) 2022. On an unknown date the meter result was reportedly 3.9 inr. The result from the doctor's non-roche meter was reportedly 0.7 inr lower (i.e. 3.2 inr). On an unknown date the meter result was reportedly 2.5 inr. The result from the doctor's non-roche meter was reportedly 2.0 inr. It is not clear how these comparison results relate to the alleged stroke on (B)(6) 2022. The patient went to the hospital due to numbness in his fingers. Reportedly, either a cat or MRI scan was performed which identified the stroke. Since the stroke, the patient has started seeing a new cardiologist. The results from the meter prior to the stroke were requested but were not provided. The patient's warfarin dosage was reportedly changed due to meter results prior to the stroke, however, the specific results and the specific dosage changes were not provided. The patient¿s therapeutic range is 2.0 - 3.0 inr and they reportedly test every other week. The patient is currently "fine" and has no remaining issues from the stroke. After the initial point of contact, a result was provided from the meter memory of 2.5 inr with a date of (B)(6) 2022. It is not clear if this is the 2.5 inr that was provided initially that was compared to the doctor¿s non-roche meter. Additional comparison results were also provided: comparison results of 2.6 inr and 1.4 inr were provided. Comparison results of 2.7 inr and 1.7 inr were provided. Clarification was requested related to these comparison results, however, the reporter declined to provide any additional information. It is not clear when these results were obtained or what device or method was used to obtain these results. This MDR is being submitted in an abundance of caution.